Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer blood glucose level 700 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer also stated that insulin pump received insulin flow blocked and event resolved by complete set change. Customer stated that self-test and displacement test was passed. The device will not be returned for analysis.